Manufacturer narrative:
Only three implants were returned for evaluation. No observable defects could be found with the components themselves. Measurements taken met design requirements. A review of the lot history of the subject product was completed and found to be acceptable per release criteria.

Event description:
Distributor reported that three implants exfoliated one and half months post op. Then pt presented at office with last implant in hand.